Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was noted on the pacemaker. The patient was brought in and the initial plan was to replace the pacemaker during an ablation procedure but upon review with the electrophysiologist, testing revealed no issues on the leads or pacemaker. It was thought the loss of capture could have been due to an intrinsic patient issue though not confirmed. Programming changes were made to improve output. The physician was to consider an upgrade if patient issues continued. The patient was stable.